Event description:
A report was received that a trial patient was implanted with a lead that was exhibiting high impedance on two contacts. The physician chose to leave the lead implanted in the patient as the patient was receiving adequate coverage on the existing contacts. Following the end of the trial the physician explanted the trial lead and the patient was reportedly doing well.

Event description:
A report was received that a trial patient was implanted with a lead that was exhibiting high impedance on two contacts. The physician chose to leave the lead implanted in the patient as the patient was receiving adequate coverage on the existing contacts. Following the end of the trial, the physician explanted the trial lead and the patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3400-30, serial # (B)(4), description: 30 cm splitter kit. Device evaluation indicated that the lead passed visual, electrical, mechanical and photographic imaging tests performed. The lead was also rotated in several directions to duplicate the reported complaint with no anomalies detected. Therefore, the reported complaint of high impedance on two contacts could not be duplicated. Device evaluation indicated that the splitter passed visual, electrical, mechanical and photographic imaging tests performed. The splitter passed impedance test. The splitter was also rotated in several directions to duplicate the reported complaint with no anomalies detected. Therefore, the reported complaint of high impedance on two contacts could not be duplicated.